Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred; the cause of the post-operative complication is unknown, therefore, the complaint will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. A supplemental MDR will be submitted if additional information is received.

Event description:
It was reported post transcarotid artery revascularization (tcar) procedure, the stent thrombosed. It was also noted that the patient had a stroke. The physician performed thrombectomy and believed that the event could be related to patient's resistance to plavix. However, there is no conclusive evidence if this patient was plavix resistant. At this time, it is unknown if the reported issue is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.